Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer stated that she was hospitalized for high blood glucose. The reported blood glucose reading was 461 mg/dl. The customer stated that she had received motor error and no delivery alarms. Troubleshooting was performed and the insulin pump passed the prime and displacement tests.